Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy peritoneal effluent. The report indicated that at the time of onset of peritonitis, the patient was hospitalized for an unrelated medical condition. The cause of peritonitis was reportedly a poor environment and the unrelated medical condition; however, as no specified breach in aseptic technique was reported, the cause is unknown. The patient was treated with tienam (500mg, two pots per day, route and duration not reported) for peritonitis. Two days after the onset of peritonitis, the patient was discharged from the hospital and died. The cause of death was reportedly complications due to the unrelated medical condition; however, the patient had not recovered from peritonitis at the time of death. Dianeal therapy was ongoing until the time of death. An autopsy was not performed. No additional information is available.